Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 65-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported a positioning issue involving an impella 5.5 pump during patient support. It was documented that the pump migrated back across the aortic valve and triggered an impella in aorta alarm. Attempts were made to reposition the device, but the surgeon was unable to re-advance the pump across the valve. Due to the noted issue, the decision was made to explant the pump.

Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The device was not returned for evaluation. However, clinical information provided is sufficient to determine the root cause. The root cause of the positioning issue was use related.